Event description:
Customer reported extension set male luer won't stay connected to a competitor cap and medication leaked out of the tubing. No patient harm reported. No further patient/event information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.